Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as gel leak causing irritation. There is no indication that the patient received medical intervention, reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.